Manufacturer narrative:
Investigation results: the visual inspection shows that the scope washer tubing has broken away from the c-ring but is still (loose) in the cannula. The investigation shows that the separation of the tubing from the c-ring is very clean, as if it were cut. The customer complaint is confirmed.

Event description:
It was reported that during the saphenous vein harvesting procedure, the c-ring broke. The procedure was completed with a replacement device. No patient complications were reported.